Manufacturer narrative:
Information regarding suspect medical device: common device name- not available; regulation name- hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: our evaluation of the product said to be involved determined that there was a clogged catheter. Reddish-brown substance with the appearance of blood was found on the device, in the packaging tray, as well as on and in the returned catheter. The foam insert and carbon dioxide cartridge were not provided with the return. The device was returned with one (1) catheter that appears clogged. The second catheter was not returned. The on/off switch is in the off position and the red activation knob has been disengaged from the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new carbon dioxide cartridge, the device sprayed powder as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: additional information provided suggests this occurrence is related to blood from the surrounding area clogging the catheter. The report indicates that "the field was becoming increasingly difficult to view" and the additional questions indicate that there was a "large capillary response following catheter introduction." Furthermore, it was reported that "both catheters blocked once in contact with the endoscope channel." The instructions for use also precaution the user, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use states: "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user touched the tip of the catheter directly to the bleeding site, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The user attempted a sphincterotomy and stone extraction on a patient with several mid common bile duct stones. The duct was cleared, and then a post-sphincterotomy bleed was noted. It was monitored and subsequently, a balloon tamponade was applied. The balloon tamponade was unsuccessful, and several attempts were made to control the bleeding with adrenaline injection and hemostasis clips. Both of those modalities failed. As the field was becoming increasingly difficult to view, the physician re-attempted cannulation and a plastic stent was placed. The decision was then made to attempt hemospray application. Both [of the two supplied] catheters blocked [clogged] once in contact with the endoscope channel after correct setup of the device. Further attempts were made to cannulate the common bile duct. The plastic stent was removed, and a metal stent was inserted into the common bile duct. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.